Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell. The device was underweight. A microscopic analysis was performed which identify sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product and rupture. Device has been explanted.